Manufacturer narrative:
(B)(4). Date sent: 5/1/2024 d4: batch # 475c53 investigation summary   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling,  the pcb board was noted to be non-functional.  Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb board is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 475c53, and no non-conformances were identified.

Event description:
It was reported that during a robotic nephrectomy procedure that when the battery was inserted the device gave no haptic feedback. Battery was removed a few times but still no haptic feedback was given by the stapler. A second device was opened and the battery from the first device was inserted and the stapler gave the haptic feedback they were expecting. Battery was then removed and the second battery was inserted into the second device to continue with the procedure. There were no adverse consequences for the patient.